Event description:
Information was received indicating an infusion failure with 48 ml left when a smiths medical, cadd medication cassette was attached. It was reported the end user threw the cassette away and was without oxygen while getting dressed the end user reportedly felt dizzy, fell and landed on tail bone. The complaint form indicated there was no patient injury. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).